Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or three days later, applied betadine to the area, irrigated the neck pocket with saline, repositioned the stimulation lead beneath the tissue, re-sutured, and closed.